Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36 warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose reached greater than 13.9 mmol/l (250 mg/dl) and that the cannula bent. The site was irritated and the adhesive pad was wet. The pod was worn between 4 and 24 hours on the back. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The fluid path and fill port were observed and no damages were noted that would cause leaking during wear. The formed needle and soft cannula were inspected and no issues were found that would cause skin irritation.